Manufacturer narrative:
D8: updated. D9 - date returned to MFR: 2-jun-2026. H3 and h6 codes: updated. The device was returned for evaluation. A review of its service history revealed no prior issues. Visual inspection showed no defects or discrepancies. During functional testing, the pump began alarming immediately upon being switched on. The reported issue was confirmed, and the root cause was identified as a defective mainboard, which was subsequently replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error 41786 during charge protocols. There was no patient involvement.